Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The gpio to tracker cable and right side tracker of the imaging system were replaced, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The gpio to tracker cable was not returned to the manufacturer for analysis. The right side tracker was returned to the manufacturer for analysis. Analysis confirmed the reported problem. It was found that there was a cut wire and damaged insulation. The markers were not recognized by the navigation system during testing, and there was a damaged tracker assembly as well.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the navigation system was having difficulty recognizing the wireless tracker on the right side of the imaging system. The tracker on the right side of imaging system was flickering after calibration and verification. There was no patient present when this issue was observed.